Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. A thorough investigation was performed on the received sample and no deviations or abnormalities were observed. The returned sample is within specification. The batch record was examined and no deviations were identified. All manufacturing processes, material specifications and quality control tests adhered to the established standards, confirming that the batch met all required internal quality standards. "Embolization (peri & post procedural)" is listed in the instruction for use (IFU) as a potential adverse event. The IFU also covers all warnings and preventive measures to avoid the occurrence of complaints of this nature. Furthermore, as emphasized by the complaint description, the patient anatomy might not have been optimal for occluder implantation. Based on the investigation and information provided, the root cause of the issue is traced to non-device related factors. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Pir event description: first attempt was unsuccessful, 2nd attempt with balloon technique unsuccessful, aptus steerable sheath - success. Large asd - 17x19 mm during stop flow balloon sizing - 15x20 on tee given size of atrial septum - the biggest (length) occluder was chosen. Retro aortic rim was deficiant and borderline deficiant svc rim svc rim 4mm - upon release of device, device shifted into left atrium anticipated difficult procedure given the high risk of closure surgical back up was available post procedure. With knowledge potentially could embolize. Summary of pir event [please select applicable]: device dislocation/ embolization.